Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer administered a manual injection to address bg level.